Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient suffered a hemorrhagic cerebrovascular accident after being implanted with both a left ventricular assist device and a competitor's right ventricular assist device; the patient expired after the family decided to withdraw support. The device was not returned to the manufacturer for evaluation. The reported event could not be confirmed via log files as they were not available for analysis. There is no indication of any device performance issues contributing to the event. Stroke and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device is not available for evaluation as it was not returned to the manufacturer.

Manufacturer narrative:
The site has indicated that the pump is going to be returned to the manufacturer for evaluation. Device remains implanted.

Event description:
Approximately six weeks post hvad implantation the patient suffered a hemorrhagic cerebrovascular accident (hcva). Four days post implantation he required support via centrimag right ventricular assist device (rvad) and experienced several failed weaning attempts. Support was withdrawn and the patient expired the following day. The therapeutic team did not report a causal relationship of the device to the reported event. The pump will be returned to the manufacturer for evaluation.